Manufacturer narrative:
The device is available for evaluation, it has not been received.

Event description:
The customer reported plum set was leaking chemotherapy out of the valve on the distal filter. This occurred during infusion and the device was in use for 30 minutes. There was patient involvement but no adverse event, no medical intervention and no delay in critical therapy.

Manufacturer narrative:
Date returned to mfg: 7/22/2019. The complaint of leakage could be confirmed on the used primary plum set. The new primary plum set was tested per product specification. The inlet filter of the used returned set leaked. Red dyed water was injected into the set to identify the type of filter leak and a small, centralized leak of red dyed water was found in the inlet filter vent. The cause of the observed leak was a pinhole in the filter vent material. Subsequent testing revealed that the leakage was typical of electrostatic discharge damage to the filter vent. The source of the electrostatic discharge build up is unknown. A lot review was performed with no issues noted.